Event description:
On 02/17/1998, pt implanted into the upper vermilion borders and nasolabial folds. Onset of implant extrusion in perioral area 03/10/1998. Implant revision 03/1998 area unknown. Implant explanted 1998, exact date and area unknown. Second explantation 04/21/1998, area unknown.